Event description:
This unsolicited device case from u.s. Was received on (B)(6) 2014 from a consumer (patient). This case concerns a male patient of unspecified age who experienced bad reaction/ allergic reaction after receiving treatment with synvisc-one. No past drugs, medical history, concomitant medications or concurrent condition was reported. On an unk date in 2011 (about 03 years ago), the patient received treatment with synvisc-one injection (indications, route, dose, frequency, batch/lot number and expiration date: not reported) into left knee. It was reported that the patient had a bad reaction, as soon as the patient was injected with synvisc-one, he got dizzy, had chest pain, his blood pressure increased and he had trouble breathing. The patient was hospitalized overnight for observation. Further reported, the patient was afraid to take synvisc or other hyalurons that come from chickens as he's afraid that it was an allergic reaction. Corrective treatment: not reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending for the same. Seriousness criteria: hospitalization.

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) company comment dated (B)(6) 2014: in this case, the casual role of the synvisc one cannot be excluded for the occurrence of the event of allergic reaction, however the lack of info regarding the underlying medical history and the concomitant medications used by the patient precludes the complete case assessment.